Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. A visual analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, striated broken on anterior, creases fold, stress marks, observed 40 mm dark patch edge material inside gel device and missing shell. Based on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening, a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool and missing shell assessed as inconclusive.